Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analyst commented, left ventricular (lv) lead threshold had a baseline of approximately 0.5 volts and began increasing in (B)(6) 2015 to a maximum of 4.5 volts the week of (B)(6) 2015. Threshold was unstable after this time. (B)(4).

Event description:
It was reported that during use left ventricular (lv) lead dislodged, and thresholds slightly increased. It was also reported that patient experienced diaphragmatic muscle stimulation. The lv lead remains in use, and is planned for explant and replacement. No patient complications have been reported as a result of this event.